Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator in which the sensor pcba is defective and needs to be replaced. No patient involvement.

Manufacturer narrative:
No patient information provided by the customer.